Event description:
It was reported that the customer changed the battery due to unresponsive buttons. When the battery was inserted, the insulin pump gave an alarm that could not be cleared. It was stated that the screen froze, and the insulin pump made a loud noise. Troubleshooting was performed, but the issues were not resolved. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with unresponsive button due to flattened dome switch. No frozen screen, noise, alarms or resetting anomaly noted. Unable to performed error tests due to unresponsive button. Time advanced properly. Unit had scratched display window.